Event description:
The dr claims that the graft was implanted for the repair of an ascending aortic aneurysm and when the clamps were removed, the graft leaked (oozed) an unknown and unattainable quantity of blood along its entire length. Protamine was given to reverse the anticoagulant and one unit of coll-saver had been given to the pt. The graft became blood-tight and was left in. The procedure outcome was fine. The pt's condition is fine.